Manufacturer narrative:
(B)(4): service was not requested by the clinic for this issue. The amo clinical development manager (cdm) visited the customer location in order to review the wavescan images. Most of the images were found to be out of focus and of poor quality. The cdm conducted training to the clinic staff on proper wavescan scanning. The equipment calibrations were examined by the cdm while on site and these were within specification. No equipment service was required.

Event description:
A patient treated for lasik vision correction presented at the three month post-op exam with an undercorrection of -.5 diopter sphere and -.75 diopter cylinder in the left (od) eye. The patient's post op best corrective visual acuity (bcva) is 20/30 od and uncorrected visual acuity (ucva) is 20/40 od. The patient had an enhancement and at the three month post-enhancement exam continues to have a bcva of 20/30 od.